Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329 (lot: 0012281972); product type: 0195-heart valves; product ID evfxplus-29 (k089923); product type: 0195-heart valves; implant date: (B)(6) 2025; product ID evolutfx-29 (j306801); product type: 0195-heart valves; implant date: (B)(6) 2025; product ID edwards sapien s3 (n/a); product type: heart valves; product ID: 24 x 60 vacs iii balloon (n/a); product type: dilation balloon. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure, a patient with dialysis dependence, an ejection fraction of 30%, a history of single bypass left internal mammary artery (lima), and previous ascending aorta reconstruction presented with a heavily calcified and degenerated non-medtronic bioprosthetic valve (edwards sapien s3), severe aortic insufficiency, and mitral insufficiency. The initial attempt involved pre-dilation with a 24 x 60 millimeter (mm) non-medtronic balloon (vacs iii), during which no full expansion was achieved. The first deployment of the evolut fx+ 29 mm valve was too low, resulting in malposition. During the second deployment attempt, severe pressure loss, hemodynamic instability, and loss of blood pressure was observed. It was recommended to retract and stabilize the valve. The patient required transition to a heart-lung machine, resuscitation, and intubation. Open surgery was not pursued due to the patient¿s medical history. During the second attempt, a new evolut fx 29 millimeter prosthesis was deployed via contralateral access, but a sudden pressure drop and absence of venous return occurred due to dislocation of the arterial access for the heart-lung machine, leading to vessel rupture and retroperitoneal bleeding. A visceral surgeon recannulated the vessel. The patient experienced persistent ventricular fibrillation, poor laboratory results, and required seven blood tra infusions for stabilization. It was decided to implant the second valve. Challenges in depth adjustments were observed as the second valve dislodged further down, necessitating four recapture attempts before final deployment at approximately 4 mm. Transesophageal echocardiography revealed moderate paravalvular leak (pvl), and post-dilation with a new 24 mm non-medtronic balloon (vacs iii) was performed. Angiography and echocardiography showed only partial improvement of the pvl.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure, a patient with dialysis dependence, an ejection fraction of 30%, a history of single bypass left internal mammary artery (lima), and previous ascending aorta reconstruction presented with a heavily calcified and degenerated non-medtronic bioprosthetic valve (edwards sapien s3), severe aortic insufficiency, and mitral insufficiency. The initial attempt involved pre-dilation with a 24 x 60 millimeter (mm) non-medtronic  balloon (vacs iii), during which no full expansion was achieved. The first deployment of the evolut fx+ 29 mm valve was too low, resulting in malposition. During the second deployment attempt, severe pressure loss, hemodynamic instability, and loss of blood pressure was observed. It was recommended to retract and stabilize the valve. The patient required transition to a heart-lung machine (hlm), resuscitation, and intubation. Open surgery was not pursued due to the patient¿s medical history. During the second attempt, a new evolut fx 29 millimeter prosthesis was deployed via contralateral access, but a sudden pressure drop and absence of venous return occurred due to dislocation of the arterial access for the hlm, leading to vessel rupture and retroperitoneal bleeding. A visceral surgeon recannulated the vessel. The patient experienced persistent ventricular fibrillation, poor laboratory results, and required seven blood transfusions for stabilization. It was decided to implant the second valve. Challenges in depth adjustments were observed as the second valve dislodged further down, necessitating four recapture attempts before final deployment at approximately 4 mm. Transesophageal echocardiography revealed moderate paravalvular leak (pvl), and post-dilation with a new 24 mm non-medtronic balloon (vacs iii) was performed. Angiography and echocardiography showed only partial improvement of the pvl. Additional information was received that a non-medtronic (safari) guidewire was used for the procedure. The first valve was successfully recaptured and retrieved from the patient. A pigtail catheter was not used, the physician obtained orientation for deployment from the bottom struts of the non-medtronic valve. The implant depth prior to dislodgement was approximately 4 mm on the non-coronary cusp (ncc) and 7 mm on the left coronary cusp (lcc). The poor lab results observed pertained to blood values such as lactate, low ph, and hemoglobin (hb). Per the physician, the vessel rupture/retroperitoneal bleeding was caused by the cannulation of the hlm and not the first delivery catheter system (dcs). The patient subsequently died.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient died the same day of the valve procedure and the cause of death was a combination of cardiac and hemorrhagic shock. Per the physician, the first valve, first delivery catheter system (dcs), second valve and second dcs did not cause or contribute to the patient death.

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d4 h2 h3 h6. Image review: 13 images of the event were provided. There was no computed tomography (CT) or executive summary provided for anatomical considerations. Fluoroscopic valve load inspection was performed and a misload appeared to be present by overlap beyond node 4. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. After close investigation of image 4, the valve appears to have an infold. Per medtronic best practice, an infold appears as an inward fold or crease of the valve frame identified as a dark line under inspection, when this happens portion is no longer in contact with the anatomy and can create a drop in blood pressure. This can be induced upon deployment or recaptured in the presence of dense focal calcification. The valve was recaptured and it was reported that during the second attempt, a new evolut fx 29 mm prosthesis was deployed via contralateral access. Fluoroscopic load inspection was provided and valve appears to be loaded properly with no misload. It was reported that it was decided to implant the second valve. Challenges in depth adjustments were observed as the second valve dislodged further down, necessitating four recapture attempts before final deployment at approximately 4 mm. Transesophageal echocardiography revealed moderate paravalvular leak (pvl), and post-dilation with a new 24 mm non-medtronic balloon (vacs iii) was performed. Angiography and echocardiography showed only partial improvement of the pvl. Angiographic evidence shows pvl after post balloon dilation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.